Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the range between the receiver and transmitter was not always 20 feet away. An attempt to obtain clear information from the mother was made; however, the mother did not want to provide any information. No additional event or patient information is available.